Event description:
Pt came into hospital after his home health nurse noted that one of his PICC line ports was leaking. Pt was readmitted for evaluation. The PICC is made by angiodynamic and the product itself is the CT morpheus 5 french catheter. The line itself was examined by the IV / PICC line clinician. The line was leaking from the blue port where the port meets the white 4 / cc / sec marker. The line was removed and a new PICC line was placed.